Event description:
A customer reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the o-ring and clean the area with an alcohol wipe, after which the cartridge was reloaded successfully, allowing the customer to resume insulin therapy.